Manufacturer narrative:
UDI: (B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis component migration and endoleak.

Event description:
On (B)(6)2017, the patient underwent endovascular repair of a suspected impending abdominal aortic aneurysm rupture and a right common iliac artery aneurysm using gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2017, a follow-up computed tomography (CT) scan revealed that a contralateral leg component (pxc121400j/15930226) on the right side had migrated proximally into the aneurysm sac (distance of migration is unknown), causing a distal type I endoleak. On the same day, the patient underwent a re-intervention procedure whereby an additional iliac extender component was implanted on the right side for distal extension of the contralateral leg component. The endoleak was resolved and the patient tolerated the procedure.